Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. The temperature alarm repeated while the pump was not exposed to extreme temperatures. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 501 mg/dl with a small amount of ketones. Customer alleged that the increase in bg level was due to the temperature alarms.